Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was not returned to olympus for evaluation. Since no model or serial number was provided, olympus could not perform an instrument history review. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2017 to provide a reprocessing in-service. The ess found no reprocessing deviations. The cause of the reported patient infection could not be conclusively determined. If additional information or if the device becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that four patients contracted (B)(6) after undergoing unspecified procedures with an unspecified olympus endoscope. This is 2 of 4 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. On october 10, 2017 the user facility informed olympus that based on their extensive investigation they concluded that there was no correlation between the identified organism and the flexible endoscopes. None of the endoscopic equipment, including the aers, has been associated with the identified organism. The user facility also indicated that this investigation is deemed closed. Please cross reference the associated MFR numbers: 2951238-2017-00476, 2951238-2017-00477, 2951238-2017-00478, and 2951238-2017-00479.